Event description:
The dentist reported separting a file in the patient's tooth during a dental procedure. The patient was referred to an endodontist for further treatment. The dentist reported that the endodontist was unable to retrieve the file and elected to fill aroound the file and place a temporary crown. The endodonits intends to replace the temporary crown with a permanent crown in three months, providing that the patient continues to show no signs of complications. There was no report of injury to the patient.